Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the 1 opened and used enlite sensor found the sensor failed per specifications.

Event description:
Customer reported differences between her blood glucose and sensor glucose readings. She stated her blood glucose would be 207 mg/dl and her sensor glucose would be 54 mg/dl. She also stated her insulin pump would go into threshold suspend. She also reported a bad sensor alert had occurred. The customer's sensor will be replaced. No additional information provided.